Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, lead (B)(6) 2013. (B)(4).

Event description:
It was reported that following the implant procedure the patient developed a hematoma. The hematoma was evacuated; the pocket cleaned and sewed up. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.